Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a "weird feeling" in their chest. It was further reported that the implantable pulse generator (ipg) exhibited invalid cardiac compass data. The ipg remains in use. No further patient complications have been reported as a result of this event.